Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following was answered: does the user inspect the device for any abnormalities before using it? Yes. Has this device been used on a patient with foreign material? The possibility of usage of device with the reported phenomenon can not be denied. Does the customer follow reprocessing steps as per instructions for use (IFU)? Mostly yes. Was the start of precleaning delayed after the procedure? No. Does the customer flushed water and air to the aw channel by using aw channel cleaning adapter (mh-948) or other equipment? Yes. Was the manual cleaning performed within an hour after the procedure? Yes. Let me clarify that the user was not able to appropriate reprocess and storage after last procedure due to leakage. At times, the recommended detergent is not available, which restricts the cds (cleaning, disinfection and sterilization) team to perform cleaning action (brushing / flushing) with detergent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the clotting protein, foreign material, and dirt was unable to be completely identified and the root cause was unable to be determined as to why it remained. The event can be prevented by following the instructions for use (IFU): "detection method is described in IFU: gif-q150, cf-q150l/I operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: gif-q150, cf-q150l/I reprocessing manual 3.3 precleaning 3.5 manual cleaning." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The device exhibited reduced angulation and play. There were few additional findings. Due to damage on channel tube, water tightness was lost. Due to a pinhole on bending section cover, water tightness is lost. Due to deformation of electrical connector, water tightness is lost. Due to damage on charge coupled device (ccd) unit, a noisy image occurred. Due to damage on switch cable, switch does not work. Due to nozzle clogging, amount of water contact and water removal ability does not meet the standard value. Adhesive on bending section cover had a scratch. The bending section cover had discoloration. Connecting tube had discoloration. Indication on connecting tube was unclear. Light guide cover lens was dirty. Water supply connector was deformed. Image guide protector had a cut. Scope connector cover was deformed and had a dent. Universal cord had buckling. Suction cylinder was shaved. Protector of universal cord on scope connector side had a cut and was dirty. Electrical connector had corrosion due to water leakage. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited reduced angulation and angulation control knob feels too loose or light. The issue was found during reprocessing. The device was returned and an evaluation at the repair center revealed presence of foreign material inside the nozzle. Several parts of the scope (light guide lens, distal end cover, switch, switch box, control unit, grip, forceps elevator lever) were dirty. The bending section cover had clotting protein. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.